Manufacturer narrative:
See scanned pages.

Event description:
Journal reference: soulas t, gurruchaga jm, palfi s, cesaro p, nguyen jp, fenelon g. Attempted and completed suicides after subthalamic nucleus stimulation for parkinson's disease. J neurol neurosurg psychiatry. 2008;79(8):952-954. A higher than expected frequency of suicide has been reported among patients undergoing subthalamic nucleus deep brain stimulation (stn dbs) for advanced parkinson's disease (pd). We conducted a retrospective survey of 200 patients with pd who underwent stn dbs between 1997 and 2006. Manufacture/model of devices was not reported. Reportable event: patient - female at implant attempted suicide 14 months after implant. She was depressed and delusional and threw herself out of a window. See mfg report 2182207200805867.